Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer delivered multiple boluses in succession as customer believed the first bolus was not delivered. Customer required assistance to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.